Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure (thought to be an esophagogastroduodenoscopy, or egd). The procedure date is not known. According to the complainant, the clip failed to deploy and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - clip failed to deploy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.